Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 525 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer current blood glucose reading was 162 mg/dl. Customer stated the cannula was bent. Insulin pump will not be returning for analysis. Set will be returning for analysis.